Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Provided logs do not contain reported issue on reported date of event. Based on technician statement, the device was checked and nozzle unit on o2 gas module was defective and has been replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Since no parts were returned for investigation and the issue couldn't be confirmed in provide logs, the root cause of the event has not been determined. The correction of the field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown corrected usage of device: reuse

Event description:
Manufacturer's ref. #: (B)(4)